Event description:
Report received from USA requested routine maintenance for the device. During servicing, oil contamination and debris were observed. Device was not used in surgery. No injuries or medical intervention was reported. If any add'l info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The reported condition of oil contamination and debris was confirmed. During service, it was noted that the device had oil contamination and debris. If add'l info becomes available, a supplemental report will be submitted. (B)(4).